Event description:
During a customer visit with a sales representative, the customer advised in (B)(6) 2015 that a sphere separated a year to a year and a half ago. Customer however, has only been purchasing product from (B)(6) 2015. During follow-up, customer could not recall any details of the event and could not provide any further information other than the product problem.